Manufacturer narrative:
The alaris pcu was not returned for investigation; however the customer provided the pcu event log. This investigation has not confirmed the reported issue. Review of the pcu event log identified that it contained entries dated between (B)(6) 2019. The review also identified the modules connected to the pcu during this time frame as pump module serial number (B)(6) and pump module serial number (B)(6) . However, without the pcu it is not possible to determine or confirm the drug selections made by the user as the details within the pcu event log are specific to the pcu dataset. The review identified the following sequence of events relating to two infusions configured with pump module serial number (B)(6) to run over 24 hours (rate = 10.4167ml/h and vtbi = 250.0ml): infusion #1. On (B)(6) 2019: 23:39:44 channel selected. 23:39:55 infusion started at 10.4167ml/h with a vtbi of 250.0ml (vi = 36.54ml). On (B)(6) 2019: 09:00:03 volume infused cleared with a remaining vtbi of 143.096ml (vi = 143.444ml). 18:33:09 volume infused cleared with a remaining vtbi of 44.294ml (vi = 98.802ml). 22:54:38 pump alarmed vtbi completed and kvo started (vi = 44.297ml). 22:57:00 infusion started at 10.4167ml/h with a vtbi of 10.0ml (vi = 44.338ml). 23:44:13 channel off with a remaining vtbi of 3.002ml (vi = 51.336ml). Infusion #2. On (B)(6) 2019: 00:08:51 channel selected. 00:09:19 infusion started at 10.4167ml/h with a vtbi of 250.0ml (vi =51.336ml). 16:12:15 channel off with a remaining vtbi of 84.0ml (vi = 217.336ml). 19:00:05 volume infused cleared with a remaining vtbi of 84.0ml (vi = 217.336ml). 19:00:07 channel selected. 19:00:08 restore selected. 19:00:09 infusion started at 10.4167ml/h with a remaining vtbi of 84.0ml (vi = 0.0ml). On (B)(6) 2019: 02:00:47 channel selected with a remaining vtbi of 11.462ml (vi = 72.538ml). 02:00:54 infusion started at 10.4167ml/h with a vtbi of 15.0ml (vi = 72.538ml). 02:41:53 channel selected with a remaining vtbi of 7.88ml (vi = 79.658ml). 02:41:59 infusion started at 10.4167ml/h with a vtbi of 10.0ml (vi = 79.658ml). 02:52:18 channel selected with a remaining vtbi of 8.3ml (vi = 81.358ml). 02:52:22 channel off with a remaining vtbi of 8.3ml (vi = 81.358ml). The root cause of the customer's report could not be identified. H3 other text : no devices received, log review only.

Event description:
The reported feedback suggests that there is an overinfusion.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The reported feedback suggests that there is an overinfusion.